Manufacturer narrative:
A ge service rep performed an onsite investigation. The service representative replaced the precharger printed circuit board and performed calibration of the charger. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed a precharger error. The customer replaced the batteries and the system displayed an over voltage message. No pt injury was reported.